Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging inaccurate low readings on their one touch ultra mini meter. A medical affairs specialist (mas) sent a letter, since mas was unsuccessful in getting a hold of the pt. On six days earlier at 5:00, the pt tested her blood glucose and obtained a 95 mg/dl. The pt felt shaky and sweaty after testing. Less than 10 minutes later, she tested on her back up meter and obtained a 102 mg/dl. It is not clear if the symptoms began before or after testing on a backup (accucheck compact plus) meter. Based on statistical methodology, the calculated difference on these glucose results meets the expected value of <=30% an/or <= 30 mg/dl. The pt did not seek any medical attention or contact her physician for advice. The technique of applying blood on the test strip was correct. The pt had been cleaning the puncture area incorrectly. Products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, exactly when she exhibited the symptoms and how long her symptoms lasted. The complaint is being reported, since the pt reported that she had symptoms that can be associated with severe hypoglycemia after testing on the lfs meter.